Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms (egm) were missing from an atrial fibrillation event due to the timing of the episode. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.